Event description:
Per the info provided to co by the physician's office, the device was removed because a "break was found at the tubing between pump and tubing." As reported to co, the entire device was removed and replaced with the same model device, produced by the same MFR.